Event description:
MFR rec'd a report of a pt being transported into a bed using a pt lift. While being transported, the pt began to swing. This allegedly resulted in the pt cutting her leg on the release lever. No malfunction has been reported.